Event description:
It was reported that a stent damage occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 2.25x32mm promus element plus drug eluting stent was selected to treat the target lesion. The physician pre dilated the lad several times using multiple balloons, however, the stent was unable to cross the lesion. Then, a guidezilla catheter was placed in the lesion to facilitate delivery but the stent was still unable to cross the lesion. The physician removed the device from the patient and it was noted that the distal end of the stent was damaged. The procedure was completed using a 2.25 x 28 ion stent. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 2.25x32mm promus element¿ plus drug eluting stent was selected to treat the target lesion. The physician pre dilated the lad several times using multiple balloons, however, the stent was unable to cross the lesion. Then, a guidezilla catheter was placed in the lesion to facilitate delivery but the stent was still unable to cross the lesion. The physician removed the device from the patient and it was noted that the distal end of the stent was damaged. The procedure was completed using a 2.25 x 28 ion stent. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination identified distal stent damage. Several stent strut rows were stretched on the distal section of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 2.25x32mm promus element¿ plus drug eluting stent was selected to treat the target lesion. The physician pre dilated the lad several times using multiple balloons, however, the stent was unable to cross the lesion. Then, a guidezilla catheter was placed in the lesion to facilitate delivery but the stent was still unable to cross the lesion. The physician removed the device from the patient and it was noted that the distal end of the stent was damaged. The procedure was completed using a 2.25 x 28 ion stent. No patient complications were reported and the patient's condition is good.